Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased tsh result for one patient sample. The analyzer generated an initial tsh result of 58.2 uiu/ml. Because the patient had a historical tsh result of 300 miu/ml, the sample was repeated using auto-dilution and a repeat tsh value of 323.3 uiu/ml was generated. The sample was reanalyzed and generated a straight value of 74.8, an auto-diluted value of 333.1, and a manually diluted 1:5 value of 375 uiu/ml.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of file samples, a search for similar complaints, and a review of labeling. The customer observed falsely decreased tsh results using reagent lot 09909jn00. Accuracy testing using quality file samples of architect tsh lot 09909jn00 met validity and acceptance criteria. No atypical complaint activity related to the customer's observation were identified. Labeleing was reviewed and found to be adequate. In summary, no product deficiency was identified.